Event description:
The pt reportedly experienced sound quality issues. Testing showed that the device was not functioning normally. The pt was explanted. The patient was reimplanted with another advanced bionics cochlear device.